Event description:
During a coil embolization procedure, the physician encountered difficulty in delivering the orbit rdfl complex standard coil (638cs1030/15411236) in the prowler lp es (mc) microcatheter (catalogue and lot# unknown), and the coil got stuck. Therefore, it was decided to replace the coil with a new product (details unknown) and the procedure was successfully completed with no further issues. However, it was unknown if the same mc was used with the next coil. After the event, the coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the mc at all times, and no kinks were noted in the mc that may have contributed to the event. No patient injury was reported. After the product was removed from the patient, other than the reported event, the coil (fracture separated, etc) or delivery system damaged (fracture, separated, kink, bend, etc) or microcatheter were not damaged, and the coil remained attached to the delivery system. The coil will be returned for evaluation, and no further information was provided.

Manufacturer narrative:
The microcatheter catalog and lot number was not available, therefore the information provided corresponds to a prowler microcatheter. This is one of two units used in the same patient with manufacture report number 1058196-2011-00493 and 1058196-2011-00494. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the physician encountered difficulty in delivering the orbit rdfl complex standard coil ((B)(4)) in the prowler lp es (mc) microcatheter (catalog and lot# unknown), and the coil got stuck. Therefore, it was decided to replace the coil with a new product (details unknown) and the procedure was successfully completed with no further issues. However, it was unknown if the same mc was used with the next coil. After the event, the coil and delivery system was removed from the patient without any issues. There is no information available regarding the target site. An adequate continuous flush was maintained through the mc at all times, and no kinks were noted in the mc that may have contributed to the event. No patient injury was reported. After the product was removed from the patient, other than the reported event, there were no other damages to the coil (fracture separated, etc) or delivery system (fracture, separated, kink, bend, etc) and the microcatheter was not damaged. The coil remained attached to the delivery system. Only the coil is available for evaluation. There is no information regarding the target site or vessel characteristics. It was reported that no further information is available. The prowler lpes microcatheter is not available for analysis and the lot number is not known; therefore a device history record review cannot be completed. The reported impedance during insertion of the coil into the microcatheter could not be evaluated due to the received condition of the orbit coil system and the microcatheter is not available for analysis. The cause of the reported event damages found on the orbit unit could not be conclusively determined, however the analysis and the device history records review indicates that the device did not present any obvious indication of manufacturing defect or anomaly contributing to the event as reported. The records review indicated that the product met specification prior to shipment. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. It is possible that procedural factors may have contributed; however based on the limited available information, no conclusion can be made. Therefore no corrective action will be taken at this time. This one of two units used in the same patient with manufacture report number 1058196-2011-00493 and 1058196-2011-00494.